Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 10oct2019. Touch screen functionality was confirmed. Although requested, additional information regarding the ventilator associated with this allegedly defective part was not confirmed. A credit was issued to resolve the reported problem. To date no additional information has been received regarding the associated ventilators repair status. The key market customer contact reported that the touch screen was functional at the time this issue was discovered. No allegation of touch screen deficiency is associated with this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.